Manufacturer narrative:
Patient¿s height reported as (B)(6). Additional patient¿s identifier reported as (B)(6). Date of event: date of postoperative screw breakage is unknown. This report is for one (1) unknown 4.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. (Therapy date): original surgery date (B)(6) 2017; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for 4.5mm cortex screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery in (B)(6) 2017 for treatment of a right distal femur fracture. Patient was implanted with one (1) 4.5mm(va) variable angle locking compression curved condylar plate and eight (8) screws. Of the eight screws, one (1) 4.5mm cortex screw was implanted at the shaft on the plate, and seven (7) 5.0mm va locking screws were implanted in other plate hole screw positions. On an unknown date, post-operative, patient presented with a broken plate and one broken 4.5mm cortex screw. The plate was broken at the broken cortex screw position. On (B)(6) 2017, surgeon removed all implants and revised the patient to a longer va locking plate and screws. It was reported that all screws, the plate and any fragments were retrieved. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: 5.0mm va locking screws (part # unknown, lot # unknown, quantity 7) this report is for one (1) unknown 4.5mm cortex screw. This is report 2 of 2 for complaint (B)(4).